Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was syncopal due to not receiving pacing support because of a fractured right ventricular (rv) lead. The patient fell and sustained injuries as a result. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.